Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced numbness in their legs since being implanted. As a result, the patient had a full system explant.

Event description:
Follow up information received confirmed the patient is no longer experiencing numbness.